Event description:
It was reported that 4 of the bd¿ multiuse one-piece sharps collector lid was broken and unable to close. The following was received by the initial reporter: verbatim: the customer reported that the product lid was damaged and would not close.

Manufacturer narrative:
OEM manufacturer:the manufacturing location for this product is [flextronics]. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 4 of the bd¿ multiuse one-piece sharps collector lid was broken and unable to close. The following was recieved by the initial reporter: verbatim: the customer reported that the product lid was damaged and would not close.

Manufacturer narrative:
Investigation summary: no sample or photos is available for investigation. The customer reported that the product lid was damaged and would not close. Customer did not supply a lot# to complete DHR review. No other tasks are required at this time. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. This incident has been added to our database of reported incidents.